Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the o2 sensor. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient, the 840 ventilator's oxygen (o2) sensor reading was inaccurate. Although requested, intervention taken on behalf of the patient was not provided. The patient was not harmed or injured as a result of the reported event.